Event description:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. Advanced bionics is in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
The recipient reportedly experienced intermittent lock.

Manufacturer narrative:
The device passed the external visual inspection. The photographic imaging inspection revealed broken electrode wires near the fantail. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed some of the electrical tests performed. The device failed the residual gas analysis test. This device had moisture that exceeded the residual gas analysis test limit. The source of the problem was a feedthru hermeticity issue from one feedthru vendor. Feedthru assemblies from this vendor are no longer used. In addition, the photographic imaging inspection revealed broken wires in the fantail region. Corrective actions were implemented. This is the final report.